Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port appeared to be loose, and the pump was intermittently unable to charge without the usb cable being maneuvered in the usb port. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.